Event description:
The patient reported experiencing a bent cannula event on (B)(6)2026 which resulted in high blood glucose event (22 mmol/l), the elevated blood glucose was successfully managed by the patient through self-administration of insulin injection, resolving the issue with no further complications.

Manufacturer narrative:
E1: event city:(B)(6) event country: australia name: medtronic minimed country: united states of america address ¿ line 1: 18000 devonshire street city: northridge state: california zip code: 91325 based on the available information, this event is deemed to be serious injury. Request was performed for additional information including lot number; however, lot number was not provided. A complaint investigation was initiated under complaint investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item. Investigation in progress. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545 manufacturing site: 8021545